Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg site was opened and the ipg was eroded through the skin. Surgery may be planned to address the issue.

Event description:
Additional information received that patient had a open ipg wound. As a result, the ipg was explanted and replaced with another model ((B)(6) 2017). Patient had effective stimulation. Patient had no signs of infection.